Event description:
In 2008, the pt reported that he is experiencing air in his infusion tubing. He stated that he changes his insulin cartridge every 8 days and his infusion tubing every 6 days. When he reconnects the infusion tubing, air bubbles are formed, and he must prime at least 16 units of insulin to remove the air. He reported that one occasion, he forgot to prime the air out of the infusion tubing after changing the insulin cartridge, and his blood glucose elevated to 200 mg/dl. To lower his blood glucose he changed his infusion site and infusion tubing and primed the infusion tubing and delivered a bolus. His blood glucose then returned to normal (value not provided). It was suggested that the pt change his insulin cartridge and infusion tubing at the same time. Upon follow up on the next day, the pt had not yet changed his insulin cartridge since the initial report. Troubleshooting did not reveal any prod issues. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No prod will be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.